Event description:
It was reported that; the complaint alleges a medical defect involving a bone graft. Update: it was also discovered that the patient had migration of the cage, and loosening of screws.

Manufacturer narrative:
Patient identifier: (B)(6). Catalog# 03821640. Lot# b43986. Date of implant: (B)(6) 2014. Date of explant: (B)(6) 2014. Method: device history review, complaint history review, risk assessment; result: device history review indicated all devices released into final stock met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar complaints for this reported lot. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review.

Event description:
It was reported that; the complaint alleges a medical defect involving a bone graft. Update: it was also discovered that the patient had migration of the cage, and loosening of screws.